Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue.  Physio replaced the therapy pcb assembly and determined proper device operation through functional and performance testing.  The device was returned to the customer for use. The removed therapy pcb assembly was further evaluated in the failure analysis center.  The cause of the reported issue was determined to be due to an electrically leaky capacitor, designator c160.

Event description:
The customer reported that their device had its service indicator illuminated and had logged multiple event codes.  The presence of an event code logged could indicate an issue with the AED functionality of the device.  There was no patient use associated with the reported issue.